Event description:
It was reported that this pacemaker system exhibited intermittent undersensing and functional loss of capture (loc) on the right atrial (ra) lead channel. Technical services (ts) was consulted and found right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) tests to be in suspension. Ts discussed troubleshooting options for this patient. No adverse patient effects were reported. This pacemaker system remains in service.